Event description:
Additional information received reported the lead revision was schedule for (B)(6) 2014. Additional information received six days later reported the case was postponed to (B)(4) 2014.

Event description:
Additional information received reported that the case was done on 2014-(B)(6). It was noted that the migrated lead and the one still in place were removed in order to have the MRI compatible system. It was noted that the patient received acceptable stimulation coverage intra and post-operatively. It was noted that the cause was not undetermined. It was noted that the leads were cut in multiple places and would not be returned per health care professional (hcp).

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a lack of stimulation sensation on one side of her neck/arm. It was reported patient had a cervical epidural. X-rays using fluoroscopy were performed and indicated the patient¿s cervical lead had migrated on the side with decreased stimulation sensation. A lead replacement was reportedly scheduled. The patient¿s status at time of current report was noted to be alive-no injury. Additional information has been requested, but it was not available as of the date of this report.